Manufacturer narrative:
The calcium reagent lot number and expiration date were requested, but not provided. Visible contamination was observed in wash mechanism tubing. The field service engineer replaced rinse station tubing and the vacuum bottle assembly. The sample probe and head cover spring were replaced. The system was primed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with calcium gen.2 on a cobas 8000 c702 module. The first sample initially resulted in a calcium value of 1.43 mmol/l and repeated in values of 1.41 mmol/l, 2.35 mmol/l, and 2.37 mmol/l. The second sample initially resulted in a calcium value of 1.51 mmol/l and repeated in values of 2.48 mmol/l and 2.52 mmol/l. The third sample initially resulted in a calcium value of 1.67 mmol/l and repeated in values of 2.35 mmol/l and 2.30 mmol/l. The fourth sample initially resulted in a calcium value of 1.66 mmol/l and repeated in values of 2.35 mmol/l and 2.35 mmol/l. The fifth sample initially resulted in a calcium value of 1.33 mmol/l and repeated in values of 2.33 mmol/l and 2.29 mmol/l. The sixth sample initially resulted in a calcium value of 1.68 mmol/l and repeated in values of 2.48 mmol/l and 2.45 mmol/l. The seventh sample initially resulted in a calcium value of 1.81 mmol/l and repeated in values of 2.33 mmol/l and 2.36 mmol/l.

Manufacturer narrative:
The field service engineer replaced a faulty pressure sensor. Clot detection and probe wash errors were observed. Corrective maintenance actions were performed, including exchanging contaminated assemblies, fluidic purging/priming, cleaning of mechanical drive components, and re-securing water lines. The investigation determined the issue was caused by a malfunction of the rinse tubing. The issue was resolved by the service actions.